Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Blood glucose was 135 mg/dl. Customer stated that battery in insulin pump was dead and put a new battery in and the insulin pump doesn't come on. Customer reports display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Customer reported that insert battery alarm did not display on the pump screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.